Event description:
The account alleged that the bed would not go into trendelenburg. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg cable and switch to resolve the issue.